Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device via email. The customer reported a blood glucose level of 54 mg/dl, followed by a reading of 64 mg/dl the next day, (B)(6). The customer noted a horizontal trend arrow on the device, indicating that their glucose levels were changing slowly, at a rate of less than 1 mg/dl per minute. The customer experienced headaches and stomach discomfort and self-treated with paracetamol. Due to low blood glucose readings, the customer consumed various sugary foods and was subsequently admitted to the hospital on (B)(6) 2025. A laboratory blood glucose test revealed a level of approximately 1,000 mg/dl, which led to a diagnosis of hyperglycemia and diabetic ketoacidosis (dka). No comparison readings were taken within 10 minutes of admission. The medical team treated the customer in the intensive care unit (ICU) with insulin (dosage and type unspecified), ace inhibitors, intravenous prednisone, atosil, and aspirin (asa). The reporter stated that after the customer's glucose levels stabilized during hospitalization, they later developed pneumonia, which resulted in further complications. The customer passed away a few days later, on (B)(6) 2025. The serial number (s/n) for the reader is (B)(6), and with an iphone 16 running ios 18.3.1. At this time, no autopsy report or death certificate has been made available, and the official cause of death remains unknown. Based on the information currently available, it is inconclusive whether the adc device has or may have caused or contributed to the reported death. On 14-november-2025. The reporter provided additional information indicating that after necessary examinations and countermeasures, the customer became hypotonic and hypoxic during post-interventional monitoring in the endoscopy department. The resuscitation team was alerted, but after 30 minutes of efforts, including multiple doses of adrenaline, there was no (rosc) return of spontaneous circulation, and resuscitation was stopped. The patient¿s kidney function rapidly declined, leading to significant acidosis, and emergency dialysis was initiated. The patient passed away on (B)(6) 2025. No death certificate has been received. The affected sensor serial number is included in adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries.

Manufacturer narrative:
An extended manufacturing review of the reported product has been performed. Lot 1000960692 performed within specification for all measurements during the sensor manufacturing and release testing process. There were no non-conformances in the same time period that relate to manufacture of lot 1000960692. All measurements reviewed are within specifications. For the sensor kit, no abnormal conditions were observed for the reviewed units nor manufacturing issues were observed from the reviewed documentation. It was confirmed the units were manufactured following the validated parameters and the quality inspections and testing were successful. The information was gathered and reviewed by a representative of each area. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. Adc investigated this issue and determined that the freestyle libre 3 sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under adc¿s CAPA investigation. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. If product is returned, no further investigation actions are required as this issue is confirmed to adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device via email. The customer reported a blood glucose level of 54 mg/dl, followed by a reading of 64 mg/dl the next day, (B)(6). The customer noted a horizontal trend arrow on the device, indicating that their glucose levels were changing slowly, at a rate of less than 1 mg/dl per minute. The customer experienced headaches and stomach discomfort and self-treated with paracetamol. Due to low blood glucose readings, the customer consumed various sugary foods and was subsequently admitted to the hospital on (B)(6) 2025. A laboratory blood glucose test revealed a level of approximately 1,000 mg/dl, which led to a diagnosis of hyperglycemia and diabetic ketoacidosis (dka). No comparison readings were taken within 10 minutes of admission. The medical team treated the customer in the intensive care unit (ICU) with insulin (dosage and type unspecified), ace inhibitors, intravenous prednisone, atosil, and aspirin (asa). The reporter stated that after the customer's glucose levels stabilized during hospitalization, they later developed pneumonia, which resulted in further complications. The customer passed away a few days later, on (B)(6) 2025. The serial number (s/n) for the reader is (B)(6), and with an iphone 16 running ios 18.3.1. At this time, no autopsy report or death certificate has been made available, and the official cause of death remains unknown. Based on the information currently available, it is inconclusive whether the adc device has or may have caused or contributed to the reported death. On 14-november-2025. The reporter provided additional information indicating that after necessary examinations and countermeasures, the customer became hypotonic and hypoxic during post-interventional monitoring in the endoscopy department. The resuscitation team was alerted, but after 30 minutes of efforts, including multiple doses of adrenaline, there was no (rosc) return of spontaneous circulation, and resuscitation was stopped. The patient¿s kidney function rapidly declined, leading to significant acidosis, and emergency dialysis was initiated. Unfortunately, the patient passed away on (B)(6) 2025. No death certificate has been received. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries.

Manufacturer narrative:
Additional information has been received on 14-nov-2025, and the section 3.1, nature of incident has been updated. Adc investigated this issue and determined that the freestyle libre 3 sensor associated with this complaint did not meet product design specifications and may produce low glucose readings which are not clinically acceptable. Based on the results of this investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1002-2025. H7: other remedial action: fsca, ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. If product is returned, no further investigation actions are required as this issue is confirmed to adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the abbott diabetes care (adc) device via email. The customer reported a blood glucose level of 54 mg/dl, followed by a reading of 64 mg/dl the next day, (B)(6). The customer noted a horizontal trend arrow on the device, indicating that their glucose levels were changing slowly, at a rate of less than 1 mg/dl per minute. The customer experienced headaches and stomach discomfort and self-treated with paracetamol. Due to low blood glucose readings, the customer consumed various sugary foods and was subsequently admitted to the hospital on (B)(6) 2025. A laboratory blood glucose test revealed a level of approximately 1,000 mg/dl, which led to a diagnosis of hyperglycemia and diabetic ketoacidosis (dka). No comparison readings were taken within 10 minutes of admission. The medical team treated the customer in the intensive care unit (ICU) with insulin (dosage and type unspecified), ace inhibitors, intravenous prednisone, atosil, and aspirin (asa). The reporter stated that after the customer's glucose levels stabilized during hospitalization, they later developed pneumonia, which resulted in further complications. The customer passed away a few days later, on (B)(6) 2025. The serial number (s/n) for the reader is (B)(6), and with an iphone 16 running ios 18.3.1. At this time, no autopsy report or death certificate has been made available, and the official cause of death remains unknown. Based on the information currently available, it is inconclusive whether the adc device has or may have caused or contributed to the reported death.